Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified the manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a phacoemulsification surgery the iol plunger mispositioned the lens in the narrow part of the cartridge, which led to entrapment, deformation, and tearing of the haptics and optical part of the iol as it exited the device. The company ovd was used. Additional information has been requested however no further information provided.

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned for analysis. Only photo was returned. The reported "plunger mispositioned the lens" cannot be confirmed from the returned photo. Received photo shows an company device, the plunger is extended outside of the nozzle tip, no iol observed. Another picture shows a damaged iol in three pieces on a table. The reported "plunger mispositioned the lens" cannot be confirmed from the provided photos. A definitive determination of the reported complaint cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).